Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, h6, and h10. Follow-up with the customer revealed that the endoscope was inspected prior to use and no damage was observed. The procedure was completed with a backup endoscope.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Damage/friction issue was noted on the attached endoscope adapter (aea) and severe damage was also found on the cable jacket. The root cause was attributed to mishandling/misuse. A review of the device logs for the 30 degree endoscope plus (part# 470057-08 / serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the 30 degree endoscope plus was last used on (B)(6) 2021 via system serial# (B)(4). There were 1982 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is being reported due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion during a procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy procedure, the endoscope moved in opposite direction than expected. The procedure was completed with no patient injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the procedure was completed with a backup endoscope. No additional information was provided.